Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (check belt messages, and exposed wires) has been confirmed.  Upon investigation the monitor displayed a service code 204 (belt/monitor unusable).  The monitor's electrode belt connector was broken free from the monitor enclosure, cutting wires within the connector. The root cause for the damaged connector was excessive force.  No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving frequent check belt messages, and had exposed wires.